Event description:
It was reported by the patient that their hcp changed them to a different group on (B)(6) 2023. On that day, the patient said they felt a surge or power of tingling and pressure that went through both arms, which lasted for 4 minutes. The patient said they had never felt that sensation before. The patient stated that they had experienced the same sensation up to 4 times a day every day since then. For that reason, the patient said the group the hcp changed them to was not being very good to them. The patient tried using the dbs therapy app to change therapy settings and could not access the app because the communicator was not pairing with the handset and saw the 'communicator not found' error message. The patient attempted several times, and when they tried to scan the qr code of the communicator, they said it was difficult to steady the handset's camera over the qr code because they were shaking. The agent asked the patient if therapy was off, but the patient did not answer. Instead, they repeated the communicator pairing issue (see rtg0396242 for the communicator issue and replacement case). Therefore, therapy status could not be determined. The patient mentioned that they had called the manufacturer representative (rep) to report the therapy and the communicator pairing issues. The patient's relevant medical history included a programming appointment with the doctor on (B)(6) 2023, noting that the doctor tried every group on all levels and was trying to find the perfect settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.